Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Two 8f angioseal evolution devices were returned for evaluation. One device was used and another was unused. There were no anomalies noted with the unused device. For the used device,there were broken pieces of the hemostasis sheath visible on the various locations on the plastic tray.as returned, the carrier tube hub was separated from the greater length of the tube. There was slight yellow discoloration observed on the sheath. The remaining portion of the hemostasis tube was checked for maneuverability and it shattered upon application of minor force.the sheath tubing cracked in multiple locations distal to the hemostasis hub.the damage was consistent with exposure to ultraviolet light and subsequent material degradation. No other visual anomalies were noted. The angioseal evolution IFU tis-827-11232016 was reviewed and the symbols on page 10 clearly illustrate within the labeling that the device should be kept away from sunlight and uv light. The complaint is confirmed. The damage on the device was consistent with exposure of the sheath to the uv light.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one simialr report with the involved product code/lot# combination. The user facility reported similar events. See mdrs 2243441-2017- 00179, 2243441-2017-00180, 2243441-2017-00181, 2243441-2017-00182, and 2243441-2017-00183. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture with the involved angio-seal evolution. The following information was by the user facility; (1) the sheath was opened and placed on table, but not yet introduced to patient before issue noted that caused them to quarantine. (2) saw signs of fracture in this one that I can not see from the outside of the quarantined plastic bag. (3) no patient was involved.